Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. (B)(4). All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during the tka procedure, after the tibia and femur implantation, the surgeon was trying to insert the liner. The liner was put in the tibial component and the tibial baseplate was not stable. The femoral component was stable. The same cement has been used for the femoral component and the tibial baseplate. The surgeon used a backup sn tibial baseplate to complete the procedure. No injury to the patient was reported. A delay of 30 min or less was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.